Event description:
It was reported by the affiliate that (1) tlc75 was used during a lobectomy procedure. It was reported by the affiliate that the instrument locked out. A new instrument was used to finish the case. No adverse outcome to pt.